Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5076-52 and 6935m62 leads implant date: (B)(6) 2022, ddpa2d4 ICD implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a low humming sound was heard coming from the controller equipment while the patient was lying on their abdomen with the controller and power sources beneath them. The humming stopped when the patient changed position and was no longer lying on top of the equipment. No alarms or other problems were reported, and no further humming was heard. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation as it remains in use. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the controller log files could not be conducted since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the limited information available, a possible cause of the reported "humming sound" event may be attributed, but not limited, to the handling of the device, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.